Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's right ventricular (rv) lead exhibited noise. Insulation damage was also noted. The lead was capped on (B)(6) 2024. The patient was stable.